Event description:
It was reported that (2) devices were used during a video assisted thoracic surgery lobectomy. It was reported by the affiliate that the atb35 instrument was placed into the pt after being checked visually by the or nurse. When the jaws were opened inside the chest cavity, the reload was alleged to have fallen out of the cartridge housing and had to be recovered from the pt. No adverse outcome was reported at all as the instrument was not fired. The device was removed and another atb35 was opened. This device functioned perfectly. The surgeon request that the (5) unused reloads be checked and the device housing be examined for loose fittings.